Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿incorrect/ missing translation; missing instructions; vendor/printer error". The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "plug the purewick¿ urine collection system power cord into device outlet (b) and into an a/c power outlet. Note: the device should be positioned for easy access to the a/c inlet and power cord. Note: make sure the power switch is turned off before connecting the power cord. ¿ battery power operation (pw200 only) the built-in battery recharges any time the device is plugged into an outlet. To fully charge the battery, the system must be plugged in for 12 hours. The battery will supply 8 hours of backup power before requiring recharging. The purewick¿ urine collection system remains fully functional while the device is recharging. Battery life status - green led light no light-device is powered off solid-device is on and fully charged slow blink-device is charging fast blink-operating on battery; battery less than 20% note: if it is too cold or hot, charging time may be longer or battery may not fully charge." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the representative called that what the green light mean when blinking. The representative advised to make sure the prone of the electrical cable was in tight doing good connection in the back of the purewick urine collection system. The patient had checked online on facts as they ordered. They checked on the user guide under troubleshooting section and there was nothing mentioned about it. The patient went back to the purewick urine collection system and it was solid green again. The patient had been using this product for less than 90 days.

Event description:
It was reported that the representative called that what the green light mean when blinking. The representative advised to make sure the prone of the electrical cable was in tight doing good connection in the back of the purewick urine collection system. The patient had checked online on facts as they ordered. They checked on the user guide under troubleshooting section and there was nothing mentioned about it. The patient went back to the purewick urine collection system and it was solid green again. The patient had been using this product for less than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.